Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device:fundus near the cornua') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 976384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, kidney infection, uterine bleeding, pain and nabothian cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("physical pain/pelvi pain"), abdominal pain ("abdominal pain"), anxiety ("psych injury:mental anguish/anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("bladder/urinary problems: uti"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, anxiety, urinary tract infection, vaginal haemorrhage, menorrhagia, vaginal infection and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, perforation and uti plaintiff currently planning for essure removal. Discrepant information received regarding essure confirmation test- plaintiff previously performed hysterosalpingogram now it is reported plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: the uterus is anteverted and homogeneous with the right essure in the proper location in fundus near the cornua. The left essure is located in the fundus near the cornua and perforating into the endometrial cavity. Nabothian cysts are present, endometrial thickness 0.50 cm. Both ovaries appear unremarkable. No adnexal masses or cysts are seen. No free fluid is seen.. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : abdominal pain, uti, pelvic pain. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs&mr received. Event psych injury was updated event anxiety, perforation :other updated uterine perforation.new events abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression were added. Lot number,concomitant conditions, reporter information, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device:fundus near the cornua') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 976384-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, kidney infection, uterine bleeding, pain and nabothian cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("physical pain/pelvi pain"), abdominal pain ("abdominal pain"), anxiety ("psych injury:mental anguish/anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("bladder/urinary problems: uti"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, anxiety, urinary tract infection, vaginal haemorrhage, menorrhagia, vaginal infection and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, perforation and uti plaintiff currently planning for essure removal. Discrepant information received regarding essure confirmation test- plaintiff previously performed hysterosalpingogram now it is reported plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: the uterus is anteverted and homogeneous with the right essure in the proper location in fundus near the cornua. The left essure is located in the fundus near the cornua and perforating into the endometrial cavity. Nabothian cysts are present, endometrial thickness 0.50 cm. Both ovaries appear unremarkable. No adnexal masses or cysts are seen. No free fluid is seen.. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : abdominal pain, uti, pelvic pain. Most recent follow-up information incorporated above includes: on 1-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation ¿ other') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("physical pain/pelvi pain"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: uti"). Essure treatment was ongoing at the time of the report. At the time of the report, the perforation, pelvic pain, genital haemorrhage, abdominal pain, psychological trauma and urinary tract infection outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, perforation, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, perforation and uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: event was added- perforation other, general abnormal bleed, abdominal pain, psych injury and bladder/urinary problems: uti. Patient demographic details and reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.